Event description:
During a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The physician stated that it was very difficult to inflate the taxus express2 8.8% stent/balloon initially. Suddenly, the balloon expanded at 18 atms deploying the stent. The balloon would not deflate after numerous attempts. There was no balloon material sticking to the stent. The physician attempted to pull the balloon back into the guide catheter and met significant resistance. The balloon finally deflated slowly by pulling back on the inflation device. The pt had st elevation and suffered from ischemia during the procedure. The physician saw the pt for follow up in the clinic and reported the pt to be in good condition.